Event description:
It was reported that the customer was unable to get past the rewind process of the insulin pump. The blood glucose reading was 46 mg/dl, which was treated with food. The customer stated that the insulin pump alarmed battery out limit because she had left the battery out overnight, and she requested assistance with restoring the device to its default settings. She was able to prime and rewind the insulin pump, as well as clear the check settings alarm during troubleshoot. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.